Event description:
It is reported that the customer had high blood glucose levels of 129.6 mg/dl. The customer reported that when the sensor of the insulin pump was pulled; the needle of the insulin pump was left inside the body specifically under the skin. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.